Manufacturer narrative:
The insulin pump was alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. The insulin pump was received with normal operating currents and passed error test and self-test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump squirted out insulin and alarmed during the manual prime. The blood glucose reading was 130 mg/dl that morning, and the customer had breakfast and took insulin. She did not know the blood glucose reading at the time of the event. The drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.